Event description:
Crucial migraines, low blood pressure, massive right sweat, vertigo, I am loosing a massive amount of hair, completely exhausted, no energy, insomnia, very bad mood swings, very low sex drive, tremor, brain fog, memory problems, light headed, feeling I'm gonna pass out, a lot of ear problem, ringing ears etc. Blurry vision and I always see black line on my eyes, nausea, very puffy face, very sensitive to heat and cold. FDA safety report ID# (B)(4).